Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: no visible damage to the sensor. Catheter received in a small looped configuration held with suture. Internal catheter wires broken inside catheter at the loop. Black markings on the connector. No testing possible. Mfg. Date 11/22/11. Based on the above evaluation, it appears that the device was inadvertently damaged by the customer during use. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that the icp sensor could not measure the patients icp the day after implantation. As a result the device was removed. It is not clear if monitoring was continued or discontinued. Also reported was that there were no adverse consequences to the patient.